Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 22, 2007 the lay user/patient contacted lifescan alleging that his one touch ultra meter started to read inaccurately high in 2007, afternoon. The patient reported blood glucose results of "500 and 362 mg/dl," on his meter, which he felt were inaccurately high compared to another meter that read "183 mg/dl." The results were obtained within less than 10 minutes. The customer care advocate (cca) noted that the reported meter was correctly set to "mg/dl," approved samples were used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculate difference of the results exceeded the expected vale of <=30% when comparing two different meters. After the reported issue, the patient stated that he administered self-treatment with a higher dose than normal of insulin (18 units lantus and 2.5 units of novolog). At an unspecified time later, he reportedly developed symptoms of being tired and confused and claimed that he took too much insulin. This complaint is being reported, because the patient allegedly developed symptoms after taking insulin based on his "high" meter readings. In addition, the calculated difference of the reported meter results did not meet lifescan's criteria. The meter, test strips, and control solution were replaced.